Event description:
Device malfunction: failure to deploy needle. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, one of the needles failed to deploy and the suture got caught on the sheath ring. A second prostar device was used to achieve hemostasis. There were no adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not complete.